Manufacturer narrative:
Evaluation summary: one image was returned for evaluation. The image received from customer showed the device shelf box showing the lot number associated with the device as 180540019. The image did not show a damage coil or a thermocouple issue. The closurefast catheter was returned for evaluation. No ancillary devices, cine, images or procedure notes were received. Visual inspection of the catheter revealed no abnormalities or deformities. The connector was examined: pins were straight. Visual I nspection of the catheter heating element/coil revealed a kink/bend. The kink was approximately 1cm proximal from the distal tip. Visual inspection of the coil under magnification revealed fep damage. The coil was noted as exposed in the damaged location. Functional test: the catheter did not pass rf generator functional testing on rfg2 generator. When the catheter was activated the cycle started and generated an advisory message of ¿advisory: treatment halted. Check temperature high¿, was generated. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast catheter to treat the great saphenous vein (gsv) with an rfg2 generator. It was reported 1 segment of the gsv was treated. IFU was followed and the device was prepped without issue. It was reported that there was a thermocouple temperature issue. The physician reported the coil unravelled and two cycles were delivered. The procedure was completed using a new catheter. No patient injury was reported.

Manufacturer narrative:
The coil was stuck in the microcatheter but this was removed and another catheter was used. If information is provided in the future, a supplemental report will be issued.